Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture and high impedance. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.